Manufacturer narrative:
Philips service replaced potentiometer cables and planned follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system restarted geometry unexpectedly; c-arc motor issue identified on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.